Manufacturer narrative:
The reported event was confirmed as a use related. The root cause for this failure mode was due to the user deviation from the IFU. It was unknown whether the device had met relevant specifications. The product was used for the treatment purposes. The failure was caused by the misuse of the product. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The product catalog number and the lot number for this device was unknown. Therefore bd was unable to determine the associated labeling to review. Correction: b, d. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the facility had a stage 3 from the dignishield tubing last week during the healthcare facilities accreditation program (hfap) survey and it was hectic because of that the staff could have been distracted. The nurse did not state that it was the same issue know about last week when they inflated the dignishield stool management system with 90 ml instead of the recommended 45 ml. Per additional information received via email on (B)(6) 2021 the patient had a stage 3 across the buttocks of laying on the tube. It was stated that there was no relation to the device but just inattention.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the facility had stage 3 from the dignishield tubing last week. The nurse did not stated that it was the same issue known of last week where they over-inflated dignishield stool management system with 90 ml instead of the recommended 45 ml. Per additional information received on 11mar21, the patient had stage 3 across her buttocks from laying on the tube. It was stated that there was no relation to the device but just inattention.